Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received an inappropriate shock while bicycling due to oversensing of noise. The noise was able to be reproduced on all three vectors when the patient pushed their hands together and was determined to be due to myopotentials. The patient had received inappropriate shocks in the past. Boston scientific technical services (ts) discussed the option of reprogramming vectors or zones. The field representative noted that the current vector had good qrs to t wave sensing ratios. It was further noted that the patient has a thrombus. Since the patient was traveling in the united states from a different country, the emergency room physician decided not to reprogram the subcutaneous implantable cardioverter defibrillator (s-ICD) and referred the patient to their following physician when they return to their home country. The s-ICD and electrode remain in service and no adverse patient effects were reported.